Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0958-2020. (B)(4). S.w version 4.11d. Pump was received with a cracked battery tube threads and a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. Pump powered up properly after battery installation. No blank display noted. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was monitored for several hours and no unexpected powering off or blank display noted. Also, no unexpected battery power loss or replace battery alert/replace battery now alarm noted during testing or in the pump trace download.